Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer experienced crep2 creatinine plus ver.2 results on the cobas 8000 c (701) module that were higher than creatinine results on the abbott method. The cobas 8000 c (701) module serial number was (B)(6). The initial creatinine result was 110 mmol/l on the c 701. The results were 26 mmol/l and 25 mmol/l on the abbott method. On (B)(6) 2017 the creatinine result was 112 mmol/l and the manual 1:2 dilution creatinine result was either 56 or 52 mmol/l for the sample on a different c 701. The customer found a creatinine result of 100 mmol/l for a different patient with a similar reaction curve. The customer stated that the creatinine on the abbott method is enzymatic. The erroneous result was reported outside of the laboratory. There was no allegation of the adverse event.

Manufacturer narrative:
Analysis of the sample reaction kinetics was inconspicuous. The sample reaction kinetics were similar to the quality control. Based on review of the provided calibration and quality control data that was acceptable, a general reagent or analyzer issue was not suspected. The abbott method data was not provided therefore a method comparison evaluation could not be performed.